Manufacturer narrative:
The tech isolated the issue to the solenoid valve guide tube not functioning. The tech replaced the hi/low up and down valves to repair the bed.

Event description:
Info received indicates the hi/low function of the bed is drifting down slowly.